Manufacturer narrative:
H2: additional information: see d10. H3: one medfusion pump was received with no notice of external damage. The event history log was reviewed and there was a battery communication error. Startup test, battery reading check and battery power flow tests were conducted. The reported battery issue was unable to confirmed. The battery was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.